Event description:
It was reported that the tracheostomy tube broke while in the patients neck blocking his airways, it was stated that this happened two times with two devices. No adverse patient effects were reported by the customer. The second event was captured on (B)(6).

Manufacturer narrative:
Date of event, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.